Manufacturer narrative:
Device passed basic occlusion test and displacement test. No motor error alarms were noted. However, unable to prime unit during prime/compromised force sensor system test due to faulty force sensor resistor. The motor was tested outside the device and passed. Unable to perform excessive no delivery test due to prime anomaly. Device received with minor scratched lcd window. Device received with missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call that the device alarmed a no delivery alarm and a motor error alarm during insulin delivery after an infusion set change. Customer's blood glucose was 449 mg/dl. Device was able to rewind. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.